Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra resilia valve in the aortic position, a considerable amount of resistance was noted when exiting the esheath with the valve and delivery system. Upon removal of the sheath, the distal tip showed some irregular tearing and signs of deformity. A bav (balloon aortic valvuloplasty) was done prior to insertion of the delivery system. The implanter believes the process of retracting the valvuloplasty balloon back into the sheath may play a role in this issue. There were note noted complications related to this issue. Upon follow up, the fcs advised that there was minor resistance encountered only at the distal tip of the esheath during insertion, but no resistance was reported during withdrawal of the delivery system or removal of the sheath. The esheath was not torqued during the procedure, and no patient injury occurred. Once the delivery system exited the distal end of the sheath, the team proceeded with the procedure as planned. After valve deployment, the sheath was removed and inspected. The patient was ultimately discharged home. A 3mensio report and a photo of the tip damage are available. The device was discarded.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for sheath distal tip torn was confirmed based on the evaluation of the provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient or procedural factors'such as challenging anatomy or non-coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.